Event description:
Follow-up identified the patient was unable to charge the ipg as a result of gaining weight. The ipg was further away from the abdominal wall. The new ipg was implanted closer to the abdominal wall. The issue has resolved following the procedure.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported (B)(6) the patient's ipg would no longer communicate with external devices. Surgical intervention was undertaken to explant and replace the ipg. Stimulation was restored post-operative.